Manufacturer narrative:
The cse was dispatched to the customer site. After analyzing the instrument, the cse determined that aspirate probe1 was not seating properly at the bottom of the cuvette. During a follow-up visit, the cse removed, cleaned and reseated aspirate probe 1 and checked the remaining probes. The customer performed calibration and ran quality controls, which were acceptable. The cause of the calibration issue for pth is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A siemens customer service engineer (cse) was at the customer site to perform troubleshooting on an advia centaur xpt instrument as the intact parathyroid hormone (pth) calibration failed. The customer ran out of a calibrator and therefore, could not calibrate pth on another advia centaur instrument. The surgery for a patient had to be cancelled as pth could not be calibrated. There are no reports of patient intervention or adverse health consequence due to the cancellation of surgery.

Manufacturer narrative:
The initial MDR 2432235-2017-00515 was filed on october 3, 2017. Additional information (10/12/2017): a siemens headquarters support center specialist reviewed the event data and stated that intact parathyroid hormone method utilizes aspirate probe # 1 during the wash sequence of the assay so there is a potential that the wash aspiration was affected due to the probe misconfiguration. Optimally, the aspirate probe should touch the bottom of the cuvette so as to ensure full evacuation of liquid during the wash sequence. The review of the service history indicated that no further similar incidents have occurred. The customer stated that the issue resolved by the service.